Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported malfunction was confirmed as a micro processor unit printed circuit board issue. The root cause was not identified. The device was returned unrepaired and there were no upgrades/repairs performed on this device. Functionality of the device was unable to be verified due to estimate refusal by the customer. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative contacted baxter to report an infusor pump with a condition of "does not work". This condition occurred during programming/setup. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. A baxter service technician reported finding a "constant alarm received after the pump started infusion". There was a device interruption during delivery. This event occurred during product evaluation. There was no patient injury or medical intervention necessary. No patient involvement was reported. No additional information is available.